Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that the comparison of the blood glucose readings between her contour and contour next meters were 10 to 40 mg/dl different. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
Section d4 of the initial report indicated the lot # as 7gj304f. The correct lot # for the affected contour strips is 7gj3a03f. Additionally, in section g5, the 510(k)# for contour test strips was indicated as k121190. The correct 510(k)# is k062058. Sections d4 and g5 have been updated with the correct information. The customer did not return the suspected product. There were no retains for the affected lot, therefore, a different lot of contour test strips was used to perform the in-house testing. An in-house contour meter was tested with the in-house contour test strips from lot # 7mj3d06a, which gave satisfactory performance. Additionally, a device history record was reviewed for the affected contour meter and no manufacturing anomalies were found.